Event description:
It was reported that during a lung resection procedure, the stapler failed to deploy staples successfully. Surgeon found mechanism very difficult to wind down and when stapler fired, the staples failed to form properly. Was trying to complete the fissure during lung resection. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Catalog # = tlh90. The analysis results showed that a tlh90 was received instead of a tl90. The device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the integrity of the internal components and no abnormalities were found. A batch record review was performed and no anomalies were found during the manufacturing process.